Manufacturer narrative:
The reported event of setscrew malfunction was confirmed. Final analysis found that as received, the device was received in eri. It was observed the lead failed to be disconnected from the header. Visual examination confirmed the setscrew of the lead was stripped. The calcification of blood prevented full insertion of the setscrew. Upon replacement of setscrew, all functions/parameters were normal.

Event description:
It was reported the asymptomatic patient presented for routine pulse generator change. During procedure, it was observed the set screw could not be loosened. Additionally, it was observed a white mass accumulated and obstructed the setscrew rotation. A needle was used to remove the material from the setscrew, and the torquewrench was able to engage, for the successful replacement of the generator. Patient was stable.